Event description:
Police officers had used a lifepak 500 automated external defibrillator to deliver energy to a pt two times successively through quik-combo pacing/defibrillation/ECG electrodes. Arcing at the site where the electrodes were attached to the pt's chest was allegedly observed with each discharge. The pt was not resuscitated.